Manufacturer narrative:
The hillrom technician found the loose lcd cable harness created the possibility of arcing from the main pcba to the lcd cable harness connector pins. The lcd cable harness was reinserted and the device powered up normally. No other wires were found to be disconnected or damaged. The vitalcough" system is a noninvasive therapy that is a safe alternative to invasive suctioning. The easy-to-use vitalcough" system is designed for patients and caregivers. The system will stimulate a cough reflex to remove secretions in patients with compromised peak cough flow > 5l/sec. The vitalcough" system is intended to be used in home care and nursing care environments, rehabilitation facilities, and hospitals. The vitalcough" system is a prescription mechanical insufflationnexsufflation (mi-e) device and is intended to be used by trained and skilled persons. The vitalcough" system is for use on patients unable to cough or clear secretions effectively due to reduced peak cough expiratory flow that may result from high spinal cord injuries, neuromuscular deficits, or severe fatigue associated with intrinsic lung disease. The system may be used with either a face mask, mouthpiece, or an adapter to a patient's endotracheal tube or tracheostomy tube. With adequate training, the system can be used in a hospital, institutional setting, or at home. The system can be used on adult or pediatric patients. The connection point between the main pcba and the lcd cable harness are connectors j15 (molex 53261-1071) and j1 (molex pn 51021-1000), respectively. The device manufacturer, cintron, made a process change to add adhesive to this connection point to prevent disconnection. That process change was implemented on cintron . The implementation date at cintron was 02sep2015. Vc-001242 did not have any adhesive on it. (B)(4) manufacture date according to the cintron manufacturing traveler was (B)(6) 2015. Thus, (B)(4) was produced before the process change . The technician replaced the external alarm to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the device sparked. The device was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).